Event description:
The facility representative called baxter technical service on 2/12/10 to report an infusor pump with an occlusion alarm that is out of adjustment. The biomed technician reported the pump did not alarm occlusion during bio-med testing. No additional information is available.

Manufacturer narrative:
(B)(4).device was received for evaluation. Technician tested the pump, and the reported issue of no occlusion alarm was confirmed. Technician reported the occlusion reading was set too high. Technician adjusted the occlusion switch and device has been returned to the customer.